Manufacturer narrative:
(B)(4). Investigation summary: bd received used samples and 7 photos from the customer for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for damaged tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® edta 2k had foreign matter in tube; biological and non-biological before use. The following information was provided by the initial reporter: the customer stated: ¿something like a long and thin embedded foreign matter was found inside the tube."